Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-00792, 3006705815-2021-00790. It was reported that the patient had a fall which resulted in lead migration and loss of communication with ipg. As a result, surgery intervention was taken wherein the system was explanted and replaced.

Manufacturer narrative:
The reported event for no ipg communication was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issue. The ipg was functionally tested and passed all testing.